Event description:
The recipient was implanted on the (B)(6) 2022 with a flex26 array. Imaging performed after the implantation confirmed a full insertion of the device. Imaging performed on the (B)(6) 2022 showed that the electrode had migrated out of the cochlea. The recipient was re-implanted on the (B)(6) 2022 with a form24 array.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the active electrode was found outside of the cochlea. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient was implanted on the (B)(6) 2022 with a flex26 array. Imaging performed after the implantation confirmed a full insertion of the device. Imaging performed on the 8th may 2022 showed that the electrode had migrated out of the cochlea. The recipient was re-implanted on the (B)(6) 2022 with a form24 array.